Manufacturer narrative:
Good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An orbital atherectomy device (diamondback, crown size unknown) was advanced over a viperwire to the target lesion in the distal sfa. The vessel was pre dilated. During the intervention, the device would not advance, withdraw, or spin. This necessitated the removal of the guidewire and device from the patient's body. While this was being performed, there was some trauma to the native vessel so the physician decided to place stents (2 terumo misago 7x150mm) in the sfa. Post stent placement, there was a residual lesion proximal to the stents. The physician deployed a spider fx distal to the stents and advanced a silverhawk ls-m over the wire to the lesion. During the course of this atherectomy the proximal stent struts were engaged by the cutter and would not dislodge. As the da device was removed from the patient, the stent was elongated and shifted out of position. The spider fx could not be retrieved. The patient was transported to (B)(6) hospital for surgical removal of the proximal stent and spiderfx. The surgeon was able to remove the proximal stent, but the distal stent and a portion of the spider were left in the native sfa. A ptfe graft was utilized to create a fem-pop bypass.